Manufacturer narrative:
S/w unknown retainer ring = black. Case type = ngp. The customer went to the ER, reported alleged blank display, exposure to moisture and cosmetic damage located at the back of the pump found on (B)(6) 2023. No blank display noted. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor, and motor home switch. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. The pump was received without the original battery cap. The pump was received with cracked case at the battery tube side and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date (B)(6) 2023 due to due to download anomaly/ flashing medtronic logo. Unable to perform the history review 1 week prior to the event date (B)(6) 2023 due to download anomaly/ flashing medtronic logo. Unable to generate the power management graph due to download anomaly/flashing medtronic logo. Blank display not confirmed. Unable to perform the functional test due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Pump failed to download history files/traces and carelink upload due to corroded electronic assembly. Unable to upload/download confirmed. Exposure to moisture confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a unknown blood glucose value and was treated with manual injection. Customer's blood glucose value at the time of call was 203 mg/dl. Customer didn't experienced any symptoms due to high blood glucose. In addition to that customer reported pump was exposed to water and not working. Customer reported blank display of pump. And also reported pump had a crack on it. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was not active at the time of the event. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.